Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that a patient reported his dissatisfaction with his recent photoselective vaporization of the prostate procedure as his prostate-specific antigen (psa) is increasing.

Event description:
It was reported that a patient reported his dissatisfaction with his recent photoselective vaporization of the prostate procedure as his prostate-specific antigen (psa) is increasing.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. H6. Evaluation conclusion code: corrected.